Event description:
A 69-yr-old male found at home in cardiac arrest by ambulance personnel. Defibrillator pads were attached and machine showed that pt was in ventricular fibrillation. However machine failed to analyze ventricular fibrillation appropriately and to discharge on several occasions. Cardiopulmonary resuscitation continued en-route to hosp. Code conducted in emergency dept but pt expired. Formal written report by biomedical engineering at medical ctr available upon request.